Event description:
A customer reported via email that they received an "error-2" message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced an adverse event and required third-party medical treatment however, no treatment details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Based on the additional information provided by customer, there is no indication that the adc device caused or contributed to an adverse event. Therefore abbott diabetes care (adc) considers this issue to be non-reportable and closed. The initial MDR submission MFR report # 2954323-2022-40571 was made in error. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. After initial report was submitted on 4-nov-2022 under MFR report # 2954323-2022-40571, it was determined on 16-jan-2023 that the customer had provided additional information to adc. The following corrections have been made on this correction report, per additional information received from customer. B2 - outcomes attributed to ae b5 - describe event or problem h6 - adverse event problem (health effect - clinical code, health effect - impact code) h10 - addtl mfg narrative.

Event description:
A customer reported via email that they received an "error-2" message with the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced an adverse event and required third-party medical treatment however, no treatment details were provided. There was no report of death or permanent impairment associated with this event. On 16-jan-2023, it was determined that the customer had provided adc with clarification that they did not experience a seizure or a medical event due to the reported product issue, nor did they require any third-party intervention. Based on the additional information provided, there is no indication that the adc device caused or contributed to an adverse event. Therefore, adc considers this issue to be non-reportable and closed.